Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report a broken belt clip on the insulin pump. Customer stated that insulin delivery has been cut off due to the cannula getting caught in the broken belt clip. Customer reported high blood glucose levels of 400+ mg/dl. Customer did a complete set change. Replacement product is being sent.